Event description:
It was reported to medtronic minimed that the customer experienced hypoglycemia. The customer also reported the pump did not alarm at low blood glucose (a possible over-delivery anomaly) the wrong pump that customer received was 770g instead of 780g (a packaging anomaly). The customer reported the pump had a crack at keypad and a difference between sensor glucose and blood glucose values. The customer experienced symptoms of unconsciousness during the event. The customer was treated for hypoglycemia had an emergency room visit and treated with glucagon. The event involved product(s) mmt-1880l, mmt-1884l, mmt-342g, mmt-431ag, and mmt-7040a. Troubleshooting was performed. Insulin delivery was not suspended. Blood glucose value was 47 mg/dl and the sensor glucose value was 98 mg/dl at the time of the event. The difference between blood glucose and sensor glucose was outside the acceptable range. It was unknown whether the customer was using the auto mode/smart guard feature at the time of the event. The customer was using the insulin pump system within 48 hours of the reported event. No further patient complications were reported. The customer will discontinue use of the insulin pump. Mmt-1880l was requested and the customer response was that the device will be returned. The customer will discontinue use of the insulin pump. Mmt-1884l was requested and the customer response was that the device will be returned. No product return is required for mmt-342g. No product return is required for mmt-431ag. No product return is required for mmt-7040a.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.